Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was losing confidence in a particular model of implantable pacing lead due to pacing threshold changes noted during implant procedures. Product status could not be confirmed although there was one confirmed instance where the lead was simply attempted but not used. No patient complications have been reported as a result of these events.